Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable end became disconnected. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable device. A lot history record review was completed for lot number 1621-1, which is the only lot number shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. The connector collar of the extension cable was broken and sheared off from its original position. The connector collar was dislocated from its original position. The connector collar was returned separately. Based on the returned condition of the device and the results of the investigation, the reported complaint was confirmed for the failure mode "break."

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable end became disconnected. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Event date: (B)(6) 2016.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable end became disconnected. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable end became disconnected. A replacement device was used to complete the procedure. The hospital did not report any patient effects.